Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and confirmed the reported event of inaccurate readings.

Manufacturer narrative:
(B)(4). Describe event or problem - additional.

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number stk-gl-pnk/serial number (B)(4) lot number 5191806), being used with the complaint sensor, was returned on 12/29/2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter (part number stt-gl-003 /serial number (B)(4)/lot number 5193034) being used with the sensor and receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of inaccuracies was not confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. No injuries or medical intervention were reported.